Event description:
As reported by the user facility translation of user facility info by bbm sales organization in (B)(4): pt got infective endophthalmitis following treatment with lucentis. MFR ref # 9610825-2014-00364.